Manufacturer narrative:
The investigation for the access site bleed and pump stop has been completed. Mpella cp was returned for evaluation. Upon visual inspection, no damage to pump was observed. Dried blood was present in the cannula and mold was present along pump and on impeller. Electrical testing was performed and all motor cable lines were intact. Pump was attempted to be run in the lab at p-9 and had immediate pump stop. Pump was attempted to be run again at p-5 and was able to start. Dried blood and mold were kicked off the pump when running and pump was able to be turned up to p-9 and run without issue. No residual biomaterial was present on impeller after running. No data logs were returned for evaluation. Clinical details noted that pump stop occurred and pump was able to be turned back on to p-1 and run before being explanted. The root cause of the pump stop cannot be definitively determined without data logs returned. Clinical details noted that heavy bleeding from the groin area was observed on day 1 of support. It was found that the blue butterfly of the repositioning sheath was inserted too deeply in the access site. The position of the blue butterfly and sheath were optimized and the site was dressed with a pressure dressing. As the customer reported the access site bleeding against the 14fr introducer sheath but butterfly is a component of the repositioning sheath connected to the pump and the complaint description reported that the bleeding was occurring when the repositioning sheath was inserted. The root cause of the access site bleeding - major was most likely a use related issue as the blue butterfly was inserted into the skin.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced heavy bleeding from the groin impella access site. The blue fixation of the repo-sheath was inserted too deeply, resulting in vascular bleeding. No perforation or dissection noted. The position of the sheath was optimized, fem-stop was placed above the sheath and the surgeon placed a vascular suture. Blood products were given. Additionally on 13-nov-2024, a motor current high pump stop was reported. The pump ran on p1, when the p level was set higher, the pump would abruptly stop. The pump flow average was lower than expected at 2.5l/min. Due to the pump stop issue, the pump was pulled back into the aorta, and then explanted. The patient was stable and remained on extracorporeal membrane oxygenation support.